Event description:
Valve was implanted. Postoperatively, in ICU, echo demonstrated excessive regurgitation. The next day echo was again performed and excessive regurgitation continued. Reoperation was performed and the valve was found to be fractured near the pivot guard. The valve was explanted and replaced. The pt expired four days later.

Manufacturer narrative:
On 13 jan, 1997, dr. Implanted a 29mm mitral st. Jude medical mechanical heart valve (model 29m-101) during a double valve replacement procedure. Postoperatively in the ICU, echo demonstrated excessive regurgitation and the patient had developed pulmonary edema. The next day, echo was again performed and excessive regurgitation continued. The patient's health status was deteriorating, so re-operation was performed. The valve was found to be fractured near one pivot guard. A leaflet was dislodged and not located. The valve was explanted 15 jan, 1997, and replaced with another prosthetic heart valve. The patient expired four days postoperatively due to disseminated intravascular coagulation. An autopsy was performed; however, no report is available. Info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the fracture damage observed on the pivot guard opposite the index point was due to an external force applied to have by a hard object or tool. This was supported by sem analysis. Due to the fact this fracture damage included part of recessed pivot area #3, the left ear of the right leaflet was not contained within the recessed pivot area, which resulted in the dislodgement of the right leaflet. Sem analysis and the valve's device history record indicated the carbon coating thickness measurements, as well as the dimensions of the valve (specifically, the leaflet ears and recessed pivot areas), were in accordance with st. Jude medical's specifications. The cause of the fracture damage, which resulted in the dislodgement of the right leaflet, was due to an external force. However, the specific object or tool which caused the fracture damage remains unk due to the fact st. Jude medical heart valve div. Has not received additional info which may have aided in this investigation. The fracture damage and the resulting leaflet dislodgment were not due to an intrinsic valve defect.